Manufacturer narrative:
Device is a combination product.   Event date: (B)(6) 2017. (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13109. It was reported that stent damage occurred. The target lesion was located in the calcified left circumflex artery. Following pre-dilatation, a synergy¿ drug-eluting stent was advanced to treat the lesion. However, the physician could not successfully position the device in the lesion. When the device was removed, the stent got damage. Another synergy¿ drug-eluting stent was advanced; however same thing happened with the first synergy¿ stent. No patient complications were reported and the patient's status was good.